Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow up, atrial lead noise was observed causing episodes of what appeared to be auto mode switches. The atrial lead noise could not be reproduced with arm maneuvers. Patient will be brought back in three months for assessment.